Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 168 mg/dl, and the meter bg reading was 52 mg/dl. Reportedly, the low bg caused the customer to fall and subsequently break their arm in two locations. The customer went to the emergency room where their arm was placed in a cast and they were given pain medication. The customer was released five hours later in stable condition with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.